Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, recurrent mr, hospitalization, additional procedure. It was reported that this was a procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. On (B)(6) 2019, the patient had a mitraclip implanted and mr reduced to 1-2. On (B)(6) 2021, severe mr was noted and it was found that the previously implanted mitraclip was not stable on the leaflets. Two additional clips were implanted and mr was again reduced to 1-2. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.